Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced a hypoglycemic event with a low of 68 mg/dl blood glucose (bg). They were not sure whether to announce a meal when low, and they were advised to follow the 15 for 15 rules until back in range before eating a full meal. The patient was out of range for more than 90 minutes and treated with glucose tablets without outside intervention.